Event description:
Boston scientific received information that upon interrogation, oversensed noise was observed on this patient¿s right atrial (ra) lead. A high out of range pacing impedance measurement of greater than 2000 ohms was also observed. The physician suspected the ra lead was fractured, however this was not determined through either x-ray or fluoroscopy. The ra lead was deactivated and continues to remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.